Event description:
The following was reported to dräger: "the ventilator suddenly displayed no pressure on the black screen and did not operate normally." It was further reported that the users thereupon decided to replace the device in a controlled maneuver which did not result in consequences to the patient.

Manufacturer narrative:
The device is not under a service contract. The hospital did not involve the local dräger s&s organization into examination of the device and potential repair measures. There was no s/n transmitted. Age of the device is thus unknown. The user facility report described that it was determined in follow-up of the event that a proximal sensor cable was requiring replacement. Dräger contacted the hospital for the purpose to obtain further information but it was responded that no additional details can be provided. Without having access to log files covering the period in question or to the device itself is no case-specific evaluation possible. The sensor cable which was reportedly replaced cannot be put into causal connection to the described observation - the speech was about the cable that connects the proximal flow sensor to the device. This sensor has to be used for neonatal ventilation episodes. A malfunction of the sensor cable will cause that flow readings and derived parameter & curves become unavailable. Pressure values are indeed obtained via other sensors - the reported observation of "suddenly displayed no pressure on the black screen" cannot be explained by issues with the flow sensor cable. The most likely interpretation would be that the user's report simply was imprecise in these two points. It can however not be excluded that another issue had occurred in parallel which caused a display malfunction or a reboot - these would be the two aspects that may result in a (temporary) black screen. This report is filed in abundance of caution. Investigation remains inconclusive due to lack of information. H3: device not available for evaluation.